Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor got really hot that it almost caught on fire. There were scorch marks where the power cord meets the outlet and at the base of the monitor. No troubleshooting indicated. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.